Event description:
It was discovered in evaluation that a pump experienced door not fully latched alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable due to constant "door not fully latched" messages caused by a loose link screw (upper). The screw was adjusted during evaluation with the door performing as expected. The screws were replaced.